Event description:
It was reported that the patient presented to the emergency room (ER) due to a syncopal episode. The lead demonstrated oversensing with an increased sensing integrity count (sic) and high impedance which triggered a lead integrity alert (lia). Lead fracture is suspected. Another rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead (B)(6) 2007; d224trk ICD (B)(6) 2011. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.